Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 04.511.205.04s. Lot: 7l15599. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: july 30, 2020. Expiration date: july 1, 2030. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) the screw broke during a dysgnathic surgery with the use of the synthes 90 degree angled screwdriver. After multiple attempts, the angled screwdriver could not be placed in situ in the cruciate screw due to reduced visibility through the screwdriver and the small size of the screw head. After several attempts of screwing in, the head of the screw broke. Procedure was completed by using competitor's system. There was thirty (30) minutes surgical delay. Patient outcome is reported as well/good/as intended. This report is for one (1) 1.85mm ti matrix screw self-tapping/5mm this is report 1 of 2 for complaint (B)(4).